Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the reason for call was patient reported having a lot of issues with recharging neurostimulator battery. Patient said that it won't locate it and then when it does, a split second later the recharger starts beeping again. Patient said that this has been going on since started recharging one week after date of implant.  Reviewed recommended troubleshooting steps: ps (patient services) agent first asked about potential emi and patient said there isn't anything besides their cell phone and the (B)(6) on their cell phone is off. Patient confirmed that the communicator is off. Patient then palpated area and said they do feel the implant. Patient was then directed to place the bullseye directly over center of implant. Patient said that it beeped and then heard rising tone. Patient opened recharger app and initially said that it was recharging, ins battery was at 50% and then said it was searching for device again and recharger startedbeeping. Ps agent directed patient to reposition the bullseye over implant however still not able to find the sweet spot and recharger was beeping. Patient also did receive the 1707 code during troubleshooting. Reviewed information. Patient did reposition recharger however recharger still beeping. Ps agent did review how to reset recharger which patient completed. This still did not resolve the issue.  Patient said they do not have any issues connecting to implant using the communicator. During the call while patient was trying to recharge, all of a sudden patient said they are experiencing a shocking sensation, described as a bee sting. Patient said that the shocking sensation was right at the incision site. Patient did have thin nylon cloth over skin at the time. Patient then removed cloth barrier and said that the shocking sensation reoccurred when patient moved the recharger higher up and the shocking sensation was higher up. Patient confirmed that stimulation was on and that the sensation felt like it was just on the surface of the skin. Patient said that the shocking sensation stopped when she turned the recharger off. The patient was redirected to their healthcare provider to further address the issue. Patient said that she does have a scheduled appointment one week from today however was also placed on cancellation list. Ps agent suggested patient consider placing a slightly thicker barrier between recharger and skin.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had been unable to recharge the device. The battery was placed too deep for connection to recharge. The patient's communicator could connect to the battery but their recharger could not. The hcp switched out their recharger and it wouldn¿t connect to battery for recharging. The decision was made to do a pocket revision. The rep verbalized to the hcp that the battery needed to be less than 1/2 in deep for good recharge connection. The issue was noted to be resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: cd9000, serial#: (B)(6), product type: accessory; product ID: wr9220, serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and healthcare professional (hcp). They reported that the patient had gone to their managing physician's office and they assisted patient for about an hour trying to charge the ins while the doctor consulted with the rep via text message and they were unable to resolve the issue. The rep directed patient to call medtronic to request replacement recharger. Patient reports they continue to see the 1707 message and recently saw 4100 message. The patient stated that the doctor said the ins is implanted a little deeper but he was told it was not a big deal to put it deeper and could be in any which way. Patient services reviewed with patient that implant depth and position does effect recharging telemetry. The patient mentioned the handset works fine most of the time to communicate with the ins. Patient also mentioned when they charge the ins over bare incision they feel a bee sting like shocking sensation on the surface of their skin only when the recharger is powered on. Patient services rec ommended that the patient recharger over a thin layer of fabric to avoid discomfort. Patient services requested a replacement recharger from repair and reviewed this may not resolve the recharging problem. Patient services recommended that the patient consult with physician and medtronic rep to determine appropriate next steps.